Event description:
It was reported that the device was explanted after implant duration of approximately 3.7 months. On 10/05/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to endocarditis (source: unknown) and perivalvular leak.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired after implant duration of approximately zero days. On 09/25/2009 (through follow-up with the surgeon), it was learned that the cause of death was aortic dissection / shock. Per the operative report, after taking the patient of cardiopulmonary bypass, "a very massive amount of dark blood suddenly filled the chest, and this was essentially exanguinating hemorrhage." The patient was put back on cardiopulmonary bypass, and they were "able to identify that there was now an actual tear in the pulmonary artery about 3 or 4 cm in length extending out toward the main pa....because of this, and given the patient's overall poor medical status, some conccern regarding neurological status given drop in brain saturation as soon as cardiopulmonary bypass was instituted earlier, dic-like picture requiring massive transfusion already, and her shock, the decision was made after multiple attempts to repair this to turn off the pump, and the patient was pronounced dead in the operating room."